Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
The customer reports that the intra-aortic balloon (iab) catheter was folded over during fluoroscopy. The iab was removed. The patient was not harmed or injured.

Manufacturer narrative:
08/18/2017 (B)(4): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. One kink was found on the inner lumen within the membrane approximately 26.7cm from the iab tip. Two kinks were found on the catheter tubing approximately 49.8cm and 76.2cm from the iab tip. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. We were unable to confirm the reported alarm. The evaluation determined there were kinks in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the catheter restriction alarm event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. After the pump test was completed it was noticed that as a result of the pump testing, the inner lumen kink within the membrane became completely separated at 26.7cm from the iab tip. We are unable to confirm the reported iab migration because we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # 142189.

Event description:
The customer reports that the intra-aortic balloon (iab) catheter was folded over during fluoroscopy. The iab was removed. The patient was not harmed or injured.